Manufacturer narrative:
H6: medical device problem code 1494 clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using proglide devices via a less than 5f sheath after an interventional procedure. Reportedly with two proglide devices, during suture retrieval, the suture came out with the knot unraveled [cuff miss]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 24f sheaths. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.